Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient has a reprogramming appointment on (B)(6) 2017. No other information was reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-56, lot# va0q8y2, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 3888-56, lot# va0q8y2, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spina pain. It was reported that the patient wanted better coverage and relief of their pain area so a revision was done where 2 quad leads were unhooked a two new quad leads were placed. There were no applicable environmental factors or troubleshooting performed. It was unknown if the issues resolved at the time of the report. The patient was alive with no injury. The patient¿s medical history was asked but will not be made available for legal/confidential reasons).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.